Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The paralyzation ended on its own after 3 to 7 days. No further actions were taken with the catheter following replacement of the 2 cm portion on 2023-may-11. At the time of the replacement the pump administered compounded baclofen at a dose rate of 478 mcg/day, and after the replacement the dose rate was set to approximately 245 mcg/day. The pump dose rate was not 145 mcg/day. A catheter dye study was being considered, but at this point they were keeping it this way. The cause of the patient having experienced less effect of baclofen and the dose having been increased a lot was not determined. The patient having experienced less effect of baclofen and the dose was having to be increased a lot was not resolved. It was further indicated that there were no system complications at the moment, just the reaction of the patient. The pump and the 2cm portion of the catheter were discarded by the healthcare provider.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The paralyzation ended on its own after 3 to 7 days. No further actions were taken with the catheter following replacement of the 2 cm portion on (B)(6) 2023. At the time of the replacement the pump administered compounded baclofen at a dose rate of 478 mcg/day, and after the replacement the dose rate was set to approximately 245 mcg/day. The pump dose rate was now 145 mcg/day. A catheter dye study was being considered, but at this point they were keeping it this way. The cause of the patient having experienced less effect of baclofen and the dose having been increased a lot was not determined. The patient having experienced less effect of baclofen and the dose was having to be increased a lot was not resolved. It was further indicated that there were no system complications at the moment, just the reaction of the patient. The pump and the 2cm portion of the catheter were discarded by the healthcare provider.

Manufacturer narrative:
B5 correction: the previous report (follow-up # 2) indicated "the pump dose rate was not 145 mcg/day" in error and should read instead that the pump dose rate was now 145 mcg/day. The b5 narrative has since been updated in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: unknown explanted: (B)(6)2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving compounded baclofen via an implantable pump. It was reported that the patient experienced dropout symptoms twice before their pump was replaced. The dropout symptoms occurred a few months ago. These symptoms recovered within approximately 4 days. The patient's pump was later replaced on (B)(6) 2023. It was not known at the moment if something changed before the symptoms appeared, such as refill, change in drug dosage or if any volume discrepancy was seen. When the pump was replaced, they emptied the catheter via the catheter access port. No issues were experienced when aspirating the catheter and it was possible to aspirate liquor via the catheter. They replaced the catheter and it seemed that the catheter position changed a little bit. It was further noted that a 2 cm piece of the spinal part of the catheter had been removed, reconnected. After the pump replacement, they had lowered the daily dose of baclofen for the patient then before; the new pump currently administered compounded baclofen with concentration 3000 mcg/ml at a dose rate of 145 mcg/day. The patient's age and weight at the time of the event were unknown or would not be made available. The date (B)(6) 2023 is considered an approximate date of event (specific year known only). Additional information was received from a foreign healthcare provider via a company representative on 2023-may-24. The implant date and serial number of the model 8637-20 pump that was replaced on (B)(6) 2023 were unknown. The implant date and serial/lot number of the model 8731sc catheter were unknown. Regarding the report of dropout symptoms, it was clarified that the patient experienced a loss of feeling in both legs. The patient had this same problem two times before in the last year and paralyzation ended after 3 to 4 days the last two times. Regarding the reason for pump replacement on (B)(6) 2023, the patient had experienced less effect of baclofen and the dose had been increased a lot. There was suspicion that the catheter needed replacement and the pump was to be at end of service (eos) almost a year from (B)(6) 2023 so they decided to replace the pump already. Regarding if the cause of the catheter having changed position a little bit was determined, it was clarified that the catheter was deliberately placed two centimeters lower during the pump replacement. As of (B)(6) 2022, the pump administered baclofen at a dose rate of 478.8 mcg/day which was then reduced 50% to 240.1 mcg/day. As of (B)(6) 2022, the baclofen dose was reduced 33.3% to 160.1 mcg/day. As of (B)(6)2022, the baclofen dose was increased 50% to 240.1 mcg/day. As of (B)(6)2022. The baclofen dose was increased 15% to 276.2 mcg/day. As of (B)(6) 2022, the baclofen dose was increased 15% to 317.5 mcg/day. As of (B)(6)2023, the pump was refilled and the baclofen dose was increased 15% to 365.2 mcg/day. As of (B)(6) 2023, the baclofen dose was increased 33% to 484.9 mcg/day. As of (B)(6)2023 the baclofen dose was increased 15% to 558.5 mcg/day. As of (B)(6) 2023 the baclofen dose was reduced 50% near 279.3 mcg/day. As of (B)(6)2023 the baclofen dose was reduced 50% to 279.3 mcg/day, and this was the same daily dose the patient was receiving after the pump replacement. It was further noted that the neurologist could not explain why this kept happening and thought it has to do with the progression of the patient¿s illness which was hereditary spastic paraplegia (hsp). The devices would not be returned to the manufacturer for analysis. Refer also to MFR report # 3004209178-2023-07109 regarding subsequent event.

Manufacturer narrative:
Continuation of d10 updated: product ID: 8731sc, lot# unknown, explanted: (B)(6) 2023, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.